Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leak, damage, display anomaly-blank display, damage-moisture. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884l. Troubleshooting was performed and the customer reported a blank display. Display did not return after inserting a new battery. Customer reported a reservoir leak. Reservoir was damaged. Customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. No harm requiring medical intervention was reported. Mmt-332a was requested and customer response was the device will be returned. Mmt-1884l was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
No blank display noted during testing. Pump passed the displacement test, sleep current measurement, active current measurement, and self tests. No unexpected battery alarms anomaly noted during testing. Thus software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery alarms anomaly noted during testing and in further full review in the pump history. Pump was cut open to perform visual inspection found moisture damage on the electronics, keypad connector, battery connector during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, label damage. In conclusion, no unexpected blank display noted during testing. However, found moisture damage electronic assembly and cracked case corner of belt clip rails confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.